Manufacturer narrative:
Correction to g3: correction made to the initial medwatch. The aware date should be 04/29/2024.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; switch1 has a pinhole; switch box has a scratch; scope cover unit has a scratch; scope cover case unit has a scratch; plug unit has a scratch; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upward/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; jet tube has foreign objects; distal end cover has a chip; nozzle has foreign objects; bending tube is deformed; connecting tube is snaking; due to clogging of jet tube in control unit, water cannot be supplied; and universal cord has coating peeling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscopes jet tube and nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.